Event description:
While using the skin stapler the handpiece broke. The patient was having a bilateral breast reduction. There was no harm to the patient. The staff just retrieved another stapler. The second stapler also failed. I will be entering another report.what was the original intended procedure?see above.device #1is this a laboratory device or laboratory test?no.